Event description:
It was reported that the device failed downstream occlusion calibration. Found during testing. No patient harm.

Manufacturer narrative:
Received one device, visual inspection found no issues. Upon further inspection found cause to be foreign material/contamination. Service history review identified the complaint was not related to a previous service of the device within the review period.